Event description:
During treatment, machine alarm sounded. Health care professionals so blood "gushing" from the venous drip chamber. The lines were immediately clamped off and they saw the chamber was separated from the chamber cap. Pt was rinsed back on the arterial side. A new venous line was set up and treatment continued without incident. MDR is being filed for estimated blood loss of 40cc.